Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred and the stent was explanted. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 16mm synergy ii drug-eluting stent was implanted in the lesion. However, after stent deployment, the guide wire became caught in a stent strut and the stent stretched and migrated. The physician was able to remove the entire stent delivery system, including the stretched stent and balloon, together with guide wire out of the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred and the stent was explanted. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 16mm synergy ii drug-eluting stent was implanted in the lesion. However, after stent deployment, the guide wire became caught in a stent strut and the stent stretched and migrated. The physician was able to remove the entire stent delivery system, including the stretched stent and balloon, together with guide wire out of the patient's body. The procedure was completed with another of the same device. No further patient complications were reported and the patient status was stable. Synergy ous mr 3.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent was detached from the delivery system and was damaged and stretched. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed from there originally folded position and appeared to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is combination product.